Event description:
During index procedure the pt had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad. On the same day the pt suffered a mi. The reported mi was unrelated to the target vessel. One day post index procedure the pt suffered a mi. The reported mi was related to target vessel. The investigator indicated that both reported events were unrelated to the study stent. (Ref MFR # 9612164201101106).

Event description:
(B)(4) adjudicated the previously reported mi event occurred one day later than previously reported. (Ref MFR # 9612164201101106 & 9612164201101107).

Manufacturer narrative:
(B)(4): myocardial infarction.